Manufacturer narrative:
Product event summary: the device was returned, analyzed and audible alerts for magnets had been noted twice on 2016-05-18 for 10 seconds and twice for four seconds.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)jiggered an alert due to a magnet response. The ICD was interrogated several times and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the presence of a magnet triggered the device audible patient alert. Analysis of the device memory was performed and no anomalies were found.

Event description:
Additional information was obtained, which indicated the device alerted again due to a magnet response. It was noted the patient heard the alert very often; in the shower and multiple times on different dates. It was also indicated the patient hears the alert with and without jewelry on, and when there are no magnets nearby. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.